Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The same day the patient was treated with intraperitoneal (ip) vancomycin 2 grams once every 5 days (duration not reported) and ip fortaz 1 gram daily for 21 days. The cause of the peritonitis was a break in aseptic technique. The patient was not hospitalized for the event. At the time of this report the patient was recovering from the peritonitis event. No additional information is available.